Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. The aortic neck had interior angulation of 35 degrees, it was 23-24 mm in diameter and it was 15 mm long. The stent graft was implanted 7 mm below the level of the renal arteries. There were 45 and 50 mm of iliac fixation on the left and the right respectively. It was reported that the stent graft was found to have migrated and it was 20 mm below the level of the renal arteries with a proximal type 1 endoleak present. The aortic neck was reverse funnel shaped and the migration was attributed to the angulation. Two 28 mm aortic cuffs were implanted and successfully resolved the endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
(Secondary intervention) - evaluation: results: angulated and reverse funnel shaped aortic neck; migration, endoleak. Conclusion: angulated and reverse funnel shaped aortic neck.